Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this device underwent an magnetic resonance imaging (MRI) with a non conditional device system, per physician discretion. When the leads were being tested this patient felt faint when testing the first two leads and with the third, passed out. At that point a computed tomography (CT) scan was attempted however the contrast could not be injected and was canceled. This device remains in service. No additional adverse patient effects were reported.